Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Section h3: should be blank as the device was not returned.

Event description:
It was reported that backup vvi was observed on the implantable cardioverter defibrillator (ICD). A device download or restoration was completed and the ICD returned to normal mode. Following recovery, the ICD entered the elective replacement indicator (eri) and the battery power was less than 1%. Premature battery depletion was suspected possibly due to multiple shock therapies of unknown reasons. The patient's ICD was explanted and replaced. The patient was stable.